Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported issue with insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient was unable to pause delivery of insulin with the personal diabetes manager (pdm). The blood glucose level was 2.9 mmol/l.